Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099626. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on 03/16/2021 that a skin reaction associated with the sensor adhesive occurred on (B)(6) 2021. Date of issue is an approximation. The patient reported that their skin burns underneath the sensor adhesive causing scarring and medical treatment and antibiotics. No other information was provided. Follow up contact was made with the patient on (B)(6) 2021. The patient confirmed that she was evaluated by her physician on (B)(6) 2021 for an infection associated with an adhesive related skin reaction and was prescribed oral antibiotics. Additionally, she confirmed she sustained six scars on the left arm from reactions that occurred approximately five months ago. No additional patient or event information is available.